Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit displays ext high ppeak (extended high peak pressures), safety valve open, low ve (low minute ventilation), apnea interval errors. The customer reported the unit passes est (extended system test) even if the patient circuit wasn't plugged in. The customer reported recalibrating the expiratory pressure transducer but the issue does not resolve. The issue occurred during pre-use patient setup. There is no report of patient involvement associated with the event.